Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low ckmb and accutni results generated by the unicel® dxc 600i synchron® access® clinical system. Low ckmb results were obtained for three patient samples. Upon repeat, the results were in a higher clinical range. One patient also resulted with an erroneous accutni result in the normal reference range that repeated within the risk stratification range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Customer performed troubleshooting with bci hotline. Service verified the instrument performance and returned the instrument to the customer for use.a malfunction will be assumed for the purpose of this report.